Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an error message for low transmitter battery. The transmitter was received for evaluation. An external visual inspection was performed, and the transmitter passed. A voltage test was performed, and the transmitter failed as it has no voltage. Review of the log data was performed, and a transmitter failure was observed. The reported issue of low transmitter battery was confirmed via product testing. This complaint is reportable based on the finding of permanent signal loss via the log review. A root cause could not be determined. No additional patient or event information is available.